Event description:
It was reported that the patient experienced a fall back in september. Lead noise progressively worsened resulting in dizzy episodes. Right ventricular (rv) lead fracture was noted. The clinic noted the noise led to inhibition pacing, and adjusted sensitivity to avoid sensing noise. The lead was later capped on (B)(6) 2026, and a new rv lead was placed. The patient was stable.